Manufacturer narrative:
Additional information added to b5, d9 and h6. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the cardiac arrest, paroxysmal and atrial fibrillation, could not be determined due to insufficient clinical details.

Event description:
Additional information was received that reported the patient experienced an atrial fibrillation (afib) and cardiac arrest prior to implantation of the impella. While on support, the patient had a reoccurrence of afib spontaneously. An echocardiogram verified the afib was unrelated to the positioning of the impella. The device was explanted and disposed of.

Event description:
It was reported that a patient was on impella cp. While on support the it was reported that there was multiple rounds cardiopulmonary resuscitation, prolonged arrest periods. It was also reported later that the patient had atrial fibrillation with rapid ventricular response. Later the patient was brought to cath lab in relatively stable condition. Remains ventilated. Device weaned explanted in standard fashion, remained hemodynamically stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.